Manufacturer narrative:
No repair information as been provided. No further information available.

Manufacturer narrative:
Waiting for repair info from customer. Patient information could not be obtained after multiple attempts. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the pressure in the manual rebreathing bag was noted to be higher than expected. There was no reported patient injury.